Event description:
Additional information was received on (B)(6) 2013 when additional programming history was received from the date of generator explant, (B)(6) 2013. On this date the patient was interrogated and was found at output= 1ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=1.25ma/magnet pulse width=500usec/magnet on time=60sec/neos=yes. A system diagnostics test was performed on (B)(6) 2012 which showed output=ok/lead impedance=ok/impedance value=3198ohms/neos=yes and a system diagnostics test was performed on (B)(6) 2013 which showed output=ok/lead impedance=ok/impedance value=3157ohms/neos=yes. The patient was then disabled during surgery on (B)(6) 2013 due to the generator being explanted. It was reported that the explanted generator would be returned to the manufacturer for product analysis but it has not been received to date.

Event description:
On (B)(6) 2013 it was reported that the vns patient's generator has reached near end of service (neos) prematurely. The patient's settings were noted to be output=1.00ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5.0min/magnet output=1.25ma/magnet on time=60sec/magnet pulse width=500/neos=yes. System diagnostics showed results within normal limits. The patient's generator was implanted on (B)(6) 2012. Using the battery life tables, at the patient's settings, the device should last approximately 11.3 years from beginning of life till near end of service. The battery voltage of the patient's generator went from 3.308v on (B)(6) 2012 to 2.58v (neos) on (B)(6) 2013. The surgeon reported that he doesn't remember if he used electrocautery or not in the patient's implant surgery. It was later confirmed that the surgeon did not use electrocautery during the patient's implant surgery. A/p and lateral x-ray films of the neck and chest of the patient were received. The generator was seen in the left chest. The filter feedthru wires were intact. The lead pins appeared to be fully inserted into the generator. The lead wire also appeared to be intact at the location of the connector pins. There was a portion of the lead located behind the generator that could not be assessed. The electrode placement appeared normal. There did not appear to be any lead discontinuities or sharp angles in the lead portion that was able to be visualized. Based on the x-ray images provided, no anomalies were observed. The patient was referred for battery replacement surgery. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
An excessive current drain condition was observed during analysis, which resulted in premature battery depletion. The cause of the excessive current was not determined. Confirmed high supply current demand at standby status, root cause was not identified.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013 the explanted generator was returned for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(4)2013 product analysis was completed on the explanted generator. The ram and flash data were downloaded from the generator and inserted into the decoder spreadsheet. The data in the diagaccumconsumed memory locations revealed that 9.673% of the battery had been consumed. The last automeasure diagvbat was 2.325 volts. This indicates a discrepancy between the battery voltage and battery capacity used. Visual examination performed at the bench revealed tool marks and scratches on the generator can. These tool marks and scratches are most likely associated with manipulation of the device during the explant procedure, as the observed markings are consistent with devices typically used in a surgical procedure (forceps, etc.). No other surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device. No internal visual anomalies were identified after the can was opened. The generator was subjected to and completed a final electrical test. The generator is operating within cyberonics specification, except for battery voltage. Bench analysis indicated that the voltage across the series resistor was 1.294 millivolts with the battery attached. This would indicate a current drain of 129.4 micro amps, in the off time, specification is 1-5 micro amps. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications. Attempts to isolate the excessive current drain which included removal of components connected to the battery which may result in high current drain where unsuccessful. This included a review of components and signals that are attached during module test since the module passed post burn-in test. During analysis the module stopped communicating and went to a high current drain state. Attempts to do perform a software download were unsuccessful due to the failure to communicate. An excessive current drain condition was observed during analysis, which resulted in premature battery depletion. The cause of the excessive current was not determined. Confirmed high supply current demand at standby status, root cause was not identified.

Event description:
On (B)(6) 2013 the manufacturing records for the generator were reviewed and device met all specifications prior to distribution. The patient underwent generator revision surgery on (B)(6) 2013. It was stated that system diagnostics were performed prior to surgery and a copy of the diagnostics and the explanted generator would be returned to the manufacturer. Both the generator and the copy of the programming/diagnostic data have not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed generator met specifications prior to distribution.